Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.00 x 12mm mini trek rx was to be used in the mid left anterior descending (mlad) lesion. However, the balloon was inflated to 10 atmospheres (atms) and ruptured during the first inflation. Therefore, the balloon was removed and an extension catheter was used instead and nc trek neo was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.